Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('laparoscopic bilateral salpingectomies (B)(6) 2018 which only partial coli removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menometrorrhagia and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2013. There were 3 coils were visible on the right and 3 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('laparoscopic bilateral salpingectomies 02dec2018 which only partial coli removal') and device dislocation ('unable to locate rest of device') in an adult female patient who had essure (batch no. A64637) inserted for female sterilisation. The patient's medical history included menometrorrhagia, pelvic pain and dysfunctional uterine bleeding. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hshslaparoscopic bilateral salpingectomy with partial removal of essure and laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is 28 (B)(6) 2013. There were 3 coils were visible on the right and 3 coils remained on the left. Discrepancy noted: essure insertion date as per mr is (B)(6) 2013. Discrepancy noted in essure removal as per mr is (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage lot number: a64637. Manufacture date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('laparoscopic bilateral salpingectomies (B)(6) 2018 which only partial coli removal') and device dislocation ('unable to locate rest of device') in an adult female patient who had essure (batch no. A64637) inserted for female sterilisation. The patient's medical history included menometrorrhagia, pelvic pain and dysfunctional uterine bleeding. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hshslaparoscopic bilateral salpingectomy with partial removal of essure and laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) . There were 3 coils were visible on the right and 3 coils remained on the left. Discrepancy noted: essure insertion date as per mr is (B)(6) 2013 discrepancy noted in essure removal as per mr is (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received.lot number, event added: unable to locate device. Reporter information, concomitant drug, other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('laparoscopic bilateral salpingectomies (B)(6) 2018 which only partial coli removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menometrorrhagia and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2013. There were 3 coils were visible on the right and 3 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 01-feb-2021: mr received: "previously reported event injury to herself replaced with laparoscopic bilateral salpingectomies (B)(6) 2018 which only partial coli removal added and made medically significant and intervention required due to surgery". Reporter, medical history, essure removal date and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('laparoscopic bilateral salpingectomies (B)(6) 2018 which only partial coli removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menometrorrhagia and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2013. There were 3 coils were visible on the right and 3 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.